Event description:
Additional information was received from the manufacturer representative (rep). The cause of the over discharge state was because the patient had not tried to charge the ins for several months. Steps taken to resolve this issue was to complete a physician reset, but this was the third over-discharge for this device. After resetting, the device displayed eos status. The managing neurologist and the neurosurgeon are discussing whether a replacement is warranted. Issue is not resolved and no further action will be taken at this time.

Manufacturer narrative:
Continuation of d10: product ID: 37754, serial# (B)(6), product type: recharger. Product ID: 37651, serial# (B)(6), product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 37754 serial# (B)(6) product type recharger product ID 37651 serial# (B)(6) product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). They confirmed that the mentioned brain injury was not related to the dbs device/therapy. The reconfirmed that cause of overdischarge was due to patient not charging.

Manufacturer narrative:
Continuation of d10: product ID 37754. Serial# (B)(6): product type recharger product ID 37651. Serial# (B)(6): product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient has not recharged their implant in a long time; more than two months. The patient's representative said that the patient has been falling every day and sometimes twice a day and does terrible walking. Agent offered to reach out to field on patient's behalf. Additionally, patient's representative said that one of the recharger's has a frayed recharger antenna cord. They explained that patient has two rechargers that are worn out. They have one desktop charger, however, they did not have the ac power cord in order to charge external devices at the time and declined to troubleshoot.